Manufacturer narrative:
On 14-aug-2024 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Toothache [toothache]. Irritated - teeth [dental discomfort]. Head popped off - oral-b [device breakage]. Case narrative: consumer via phone stated that they got a toothache and stopped using oral-b toothbrush since they thought the vibration irritated it. The oral-b toothbrush head popped off a little bit as they pulled it out of their mouth. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothache [toothache] irritated - teeth [dental discomfort]. Head popped off - oral-b [device breakage]. Case narrative: consumer via phone stated that they got a toothache and stopped using oral-b toothbrush since they thought the vibration irritated it. The oral-b toothbrush head popped off a little bit as they pulled it out of their mouth. No serious injury was reported.